Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 207 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump would shut down from the inaccurate readings. The customer also reported bent sensor cannulas on their previous sensors. The customer was advised that the device would be replaced. Customer will not return the product for analysis.